Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. The device was removed from the patient and additional two proglide devices were attempted, one at a time, with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician indicated that the scar tissue present in the groin could have been a factor in the needle's inability to penetrate the artery. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that the posterior cuff-to-needle tip detachment and suture break occurred during the plunger retraction/suture retrieval process which could appear very similar to the reported cuff miss/suture retrieval issue. Cuff-to-needle tip detachment and suture break indicated that there was resistance encountered during the plunger retraction/suture retrieval process. However, analysis of the returned device revealed no conclusive cause. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under a separate medwatch report number.